Manufacturer narrative:
The devices remain implanted; therefore the condition of the components is unknown. Review of the device history records found no deviations or anomalies. These devices are used for treatment. Medical records were received. It was noted that these components were implanted during a previous revision. Operative notes for this previous revision confirm that the patient had previous right total knee arthroplasty, and required revision during to infection in 2012. Per the notes, surgery was successful with excellent stability, joint height and patellar tracking achieved. No component compatibility issues were noted. Complaint search based on the related product and lot combination revealed no similar complaints. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
A field action was conducted in (B)(4) 2013 in which zimmer provided additional clarifications relating to the instructions for use of the zimmer segmental system and patient conditions that may place excessive loading on the polyethylene insert. Surgical technique and ifus were also updated by zimmer following the field notice. The device in question was implanted prior to this field action. FDA recall z-0783-2014 contains the related lot number. This issue has been investigated and addressed by a corrective and preventative action. The CAPA investigation found that the likely root cause was the amount of hyperextension allowed under worst case loading conditions was not recognized as a design input and damage to the poly insert during verification testing was not recognized as a risk since it was outside of the acceptance criteria.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing hinge issues and possible hyperextension.